Manufacturer narrative:
There was no patient injury involved with this situation. The motherboard was shorted due to a broken wire in the overhead that shorted to ground.

Event description:
When the assistant went to position the patient in the gx-pan unit, the overhead started to drop on its own.